Event description:
It was reported a female pt prepped with betadine and draped with plastic drapes for a muscle graft procedure from her thigh developed a raised, red, itchy rash including vesicles. The rash occurred where the adhesive of the drapes was placed. The rash spread to her back, legs, buttocks and arms. The reaction was treated initially with triamcinolone that didn't help resolve the rash. She was given a stronger triamcinolone in addition to protopic and atarax.

Manufacturer narrative:
No lot number was provided. Without this information the expiration date and date manufacture cannot be determined. Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: device not returned. Product was not returned. The plastic drape does have an adhesive strip on it and as noted by the pt she does react to plastic tapes.